Manufacturer narrative:
Zoll medical corporation has received the product.

Event description:
During biomed testing, the device displayed a "defib fault 72" message. There was no patient involvement in the reported malfunction.